Manufacturer narrative:
(B)(4). Pump unable to prime unit during prime test due to damage by moisture. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with low blood glucose of 28 mg/dl. The customer was treated with a glucagon injection and an IV. The customer's doctor believed the insulin pump was over-delivering insulin. The customer's current blood glucose was 202 mg/dl, treated with glucose tablets. Troubleshooting did not find any issues with the insulin pump. The insulin pump will be returned for analysis.